Manufacturer narrative:
The customer¿s meter and strips were returned for investigation and were tested with qc material. Testing results: qc 1: 2.5 inr, qc 2: 2.5 inr, qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 4.2%. Customer stated they used the same finger for all three tests and applied blood more than 15 seconds after fingerstick. This information would point to a possible cause for the result discrepancy.

Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results on coaguchek xs meter serial number (B)(4). The customer was using 2 different strip lots for the comparisons and didn't know which results were obtained with which strip lot. This medwatch will cover strip lot 34521321. Refer to medwatch with patient identifier (B)(6) for information on strip lot 32264421. The customer tested 3 times between 8:48 a.m. And 9:30 a.m. With results of 4.1 inr, 4.9 inr and 6.0 inr. No changes were made to the customer's warfarin dose. The customer used the same finger for all 3 tests. The customer was not sure if he applied blood to the test strips within 15 seconds. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation that an adverse event occurred. The customer is in stable condition. The customer is not anemic and does not have antiphospholipid antibodies. The customer is taking plavix; he is not taking any direct thrombin inhibitors. The customer is not taking any new medications, has had no diet changes, has no new illnesses and has not been experiencing any bleeding or bruising. The meter and test strips were requested for investigation. Relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.